Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional information. The other two perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a proglide device, using a pre-close technique, via a 6fr sheath prior to a transcatheter aortic valve replacement (tavr. Reportedly, the first proglide device could not be backloaded over the 0.035 inch j-tip guide wire. Two additional proglide devices were attempted; however, a cuff miss occurred with both devices. Three proglide sutures were successfully placed in the right common femoral artery using the preclose technique. The sheath was upsized to 16fr and the tavr procedure was completed successfully. Hemostasis was achieved in the rcfa using the pre-placed sutures from the three proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.